Event description:
A high readings issue was reported with the adc device. Customer received "500 hi" sensor scan on the adc device and the customer was unable to self-treat and was administered "1-2 units of insulin" as treatment by a non-healthcare provider. The customer arriving at home after an unspecified amount of time, the customer experienced symptoms of hypoglycemia described as dizziness and sweating with a blood glucose test result of 35 mg/dl obtained on a competitor brand meter and was then provided a glucose injection by non-healthcare provider for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received "500 hi" sensor scan on the adc device and the customer was unable to self-treat and was administered "1-2 units of insulin" as treatment by a non-healthcare provider. The customer arriving at home after an unspecified amount of time, the customer experienced symptoms of hypoglycemia described as dizziness and sweating with a blood glucose test result of 35 mg/dl obtained on a competitor brand meter and was then provided a glucose injection by non-healthcare provider for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.